Manufacturer narrative:
The reported event of premature battery depletion was not confirmed. The device was received in normal working conditions with battery level above eri. Analysis performed indicated the device exhibited normal device characteristics. Longevity assessment was performed and device was in the normal normal range of operation with appropriate remaining longevity.

Event description:
It was reported that the device was explanted due to eri. Device was implanted for approximately two months. No additional information was provided.